Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vaginosis a vaginal bacterial infection [bacterial vaginosis]. Particles of tampon left inside vaginal cavity [foreign body in reproductive tract]. Tampons left particles of tampon itself [device breakage]. Case description: consumer contacted via social media and stated that the tampons had left particles of the tampon itself inside of her vaginal cavity associated with vaginosis after each use. No serious injury was reported.